Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus/ perforation (uterus)"), device expulsion ("migration of essure device -location of device uterus"), device breakage ("breakage of the essure device") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". In february 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depressed."), fatigue ("fatigue"), cyst ("cysts,"), anxiety ("anxious"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (an emergency surgical procedure with removal of essure, unilateral oophorectomy). Essure (ess205) was removed in april 2016. At the time of the report, the uterine perforation, device expulsion, device breakage, genital haemorrhage, depression, fatigue, cyst, anxiety, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered anxiety, cyst, depression, device breakage, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: ultimately, patient was required to undergo an emergency surgical procedure with removal of the essure devices in or around 2016. She was advised by her doctors that she will need to undergo a full hysterectomy in the future. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received. Reporter's information was added. Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), patient didn¿t undergo essure confirmation test. Updated event device dislocation to device explusion. Patient's demographics was added. Date of insertion were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), device dislocation ("migration"), device breakage ("breakage of the essure device") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depressed."), fatigue ("fatigue"), cyst ("cysts,") and anxiety ("anxious"). The patient was treated with surgery (an emergency surgical procedure with removal of essure), surgery (an emergency surgical procedure with removal of essure) and surgery (an emergency surgical procedure with removal of essure). Essure (ess205) was removed in 2016. At the time of the report, the uterine perforation, device dislocation, device breakage, genital haemorrhage, depression, fatigue, cyst and anxiety outcome was unknown. The reporter considered anxiety, cyst, depression, device breakage, device dislocation, fatigue, genital haemorrhage and uterine perforation to be related to essure (ess205). The reporter commented: ultimately, patient was required to undergo an emergency surgical procedure with removal of the essure devices in or around 2016. She was advised by her doctors that she will need to undergo a full hysterectomy in the future. Diagnostic results: following the requisite time period after implantation of essure patient had a hsg test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.